Manufacturer narrative:
Correction: section h4 device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 01/03/2024, however the correct date is 01/08/2024. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor noted a sub-epithelial bubble at the edge of one of the accurate cuts made during the procedure on patient's right eye. Doctor had never seen this and did not know why there was a gas bubble trapped under the surface. An application support manager (asm) explained how the femto technology works and how bubbles can travel to the path of least resistance. Doctor was advised that the bubble will go away. Patient treatment was completed with no other issues. No additional information was provided.